Event description:
On (B)(6) 2012, the reporter (patient's mom) contacted animas reporting that the patient's blood glucose (bg) had been high for the last 4 days ranging from 200-433 mg/dl and reportedly had large ketones with symptoms of nausea and vomiting on (B)(6) 2012. The reporter stated that the patient's bg responded with injections with the same insulin used with the insulin pump but his bg's do not with the insulin pump. The patient did not have any illnesses at the time. The reporter claimed there are no reported issues with the infusion set, sites, and cartridge. The pump settings (advanced features and basal settings) were confirmed to be set as intended. Through troubleshooting on the phone, the animas customer support did not find any mechanical issues with the pump. Although troubleshooting did not find any indication of a pump malfunction, this complaint is being reported because the patient allegedly experienced elevated bg levels for 4 days while using the pump. The patient's bg's were reportedly responding with injections but not with the insulin pump. The reporter refused to return the pump to animas at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.